Event description:
Patient came to the operating room for tonsillectomy, adenoidectomy and bilateral myringotmy and tube placement procedures. The ear tubes were placed first then we began the tonsiletomy andadenoidectomy (t/a). Doctor recorded the t/a procedure. Upon completion, the surgeon noticed two superficial abrasions on the corners of the patient's mouth and the initial cause was unknown. A second doctor came to witness the abrasions as this type of incident has occurred before. Bacitracin ointment was placed on both abrasions and the family was notified by the physicians of the incident. Later the video was reviewed by both doctors and the or staff in order to determine the possible cause. The video showed the abrasions appeared after using the cautery pencil with the insulated tip.